Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident. The customer was treated with bolus and manual injection for high blood glucose. Customer reported that the cannula was bent which experiencing high blood glucose. Customer stated insulin pump exposed to water. The device will not be returned for analysis.